Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that a fluid leak during drain 4 of 5 of a peritoneal dialysis treatment was encountered. The patient also reported an air detected in cassette during dr 4 of 5. The fluid leak was located in the cassette housing. Fluid was also beneath the cycler (after opening cassette door). The treatment was cancelled. Patient reported not intending to complete the treatment. Patient was advised to contact the clinic or peritoneal dialysis nurse. Patient was advised to discontinue use of the cycler. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments were missed. The patient resumed treatment on a replacement cycler. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reference symptom (air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.